Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable ise indirect na for gen.2 results for multiple patients tested on a cobas 8000 cobas ise module. The customer only provided data for 1 patient sample. The initial sodium result was around 110 mmol/l with a repeat result of 140 mmol/l. It was unknown if the erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot information and expiration date were requested but were not provided. The customer performed an ise check with acceptable results. No issues with the instrument maintenance or the current condition could be found. The customer considered the issue resolved as there have been no further issues the investigation was unable to find a definitive root cause.